Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. It was alleged that the pump was emitting call service alarms that were unable to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/17/2014 with the following findings: a call service alarm was verified in the black box and history. A call service alarm occurred during the rewind step. Further testing was prohibited due to the alarm. The pump was opened and removed from the case. Corrosion was observed on the motor flex cable. Unrelated to the initial complaint, the display was observed to be faded and pink. The battery compartment was observed to be cracked in two places from the case seal to the grip. A small tear was observed in the top of the bolus button. The bolus button was removed and moisture was observed on the bolus button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.